Event description:
It was reported that customer received a button error alarm. It was reported buttons were not responding. It was also reported that customer received an unexpected restart alarm. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.